Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during selective coronary angiography [sca] procedure, the stiff dilator detached from its hub. The physician had acquired access to the patient's artery via seldinger technique. While removing the stiff dilator and access wire together, the dilator detached from the hub of the introducer and remained in the access catheter. The physician was able to remove both the dilator and the catheter together. Secondary access was obtained, and the procedure continued.

Manufacturer narrative:
An incomplete device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is unknown. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.